Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and anterior, crease flat. Leak test and microscopic analysis was performed which identified: opening sharp, opening striated and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening; a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Health professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device has been explanted.